Event description:
Customer reportedly received results of 299 mg/dl and 120 mg/dl within 10 minutes on the advantage system. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Controls were run and in range. Requested return of suspect device and replacement was sent.